Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation completed on 12/10/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the pump display screen was observed to be discolored with a pinkish contrast. The pump was also noted to have damage to the pump case between the display lens and the case seal. (B)(6).